Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the rubber boot on the camera end came away from the camera head. Additionally, it was found that image flickered to green and pink blank screen intermittently which was caused by water ingress within the charged coupled device due to the camera head not being watertight. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the hd camera head's rubber was flimsy and did not connect to the base of the camera. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the image does not appear on the screen.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the abnormal image occurred because coupled-charged device, malfunctioned due to short-circuit and the like, resulted in communication failure. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. The camera head may be damaged. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.